Manufacturer narrative:
Product event summary:the device was returned and analyzed. The device met 99.56% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 5071-53 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. In addition, the epicardial left ventricular (lv) lead exhibited a high pacing threshold since implant. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.